Event description:
It was reported that a guidewire entanglement occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was located in the intra-coronary artery. During imaging, the guidewire became twisted, and due to this, it was difficult to remove. The catheter and the guidewire were both removed, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window were observed kinked. Functional inspection performed a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The guidewire was not returned for the analysis. Based on the gathered information, it was not possible to confirm the reported guidewire entanglement complaint, the device performed as intended during the analysis and no damage was encountered that could be related to the event. Therefore, no problem detected is the assigned cause for the event. Regarding the observed kink in the imaging window, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Adverse event related to procedure is the assigned cause for the encountered kink in the imaging window.

Event description:
It was reported that a guidewire entanglement occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion which was located in the intra-coronary artery. During imaging, the guidewire became twisted, and due to this, it was difficult to remove. The catheter and the guidewire were both removed, and another of the same device was used to successfully complete the procedure. There were no patient complications.